Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that after 20 to 30 units of insulin, his insulin pump always alarms with no delivery. When the customer checks the reservoir, it is emptied of insulin. He never receives low reservoir warnings. The patient's blood glucose at the time of incident is unknown. The customer was advised to raise the low reservoir warning levels on his pump. He was also instructed to call back if the same issue recurs in three days and have the pump replaced. No products have been shipped or returned as of yet.